Event description:
It was reported that during a left transcarotid artery revascularization (tcar) procedure, the enroute stent delivery system (sds) was advanced up to the lesion in the left internal carotid artery (ica). During deployment, the user pulled the device causing the stent to deploy at an unintended location. The angiogram after stent deployment revealed the stent to be at an incorrect location as 80% of the stent was deployed within the sheath, and 20% of the stent was deployed in the vessel. Additional information stated that a dissection was also visualized on imaging in the distal ica, which is of no relevance to the reported event, as a dissection in the distal aspect of the ica would not affect the deployment of the stent in the common carotid artery (cca). The physician elected to convert the procedure to carotid endarterectomy (cea) and the stent was explanted surgically.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed. A secondary MDR was reported under 3014526664-2024-00111 for the dissection event reported in this complaint.